Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Attempts have been made to obtain additional information, at this time no additional information has been received. (B)(4).

Event description:
A technician reported a case where during creating the flap for lasik treatment, a system message code displayed. Reporter indicated the laser system was restarted; however the message displayed again and was unable to be cleared. The flap creation was not completed, and the patient was rescheduled to return at a later date. Attempts have been made to obtain additional information, at this time no additional information has been received.

Manufacturer narrative:
During the onsite servicing visit the field service engineer (fse) replaced the energy circuit board, and successfully completed system verification to specification. Log-file review confirmed customer reported event. Root cause is a faulty energy circuit board. (B)(4).